Event description:
The iab was inserted into the patient on 10/21/97 at 10:40 a.m. And removed on 10/22/97 at 12:20 a.m. The iab did not malfunction. The patient had major ischemia. The patient went on to expire on 10/22/97 at 12:20 a.m. With iab in place. The contact stated that the death was not a direct consequence of the iab or iab therapy. (Event complications: major ischemia - reported 10/22/97.) (Pt's current status: expired - reported 10/22/97)